Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The leak was visually observed and the machine alarmed. Blood test strips tested positive. Estimated blood loss was 150-250 cc's. Pt did not require any medical intervention. Sample is available.